Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) electrolyte injection cup (eic) was overflowing. Customer reported that the dxc 800 was in regular running mode when the leak occurred. Customer reported that the volume of the leak was about 300 milliliters. Customer reported that the leak was contained to the spill tray and was cleaned up by transferring the liquid to a beaker for disposal. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) guided the customer to disassemble the eic to look for an obstruction. Customer indicated that they found a clot. Customer reported that they removed the clot and cleaned the cup with deionized water and a small brush. Customer reported that they reassembled the cup and primed the analyzer. Customer reported that the dxc 800 worked properly after the repair. Cts suggested the customer calibrate the electrolytes.

Manufacturer narrative:
(B)(4).